Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner indicated the patient's weight at the time of the event. No further complications have been reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial #: (B)(4), implanted: (B)(6) 2010, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 30-aug-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) regarding a patient receiving lioresal (2000 mcg/ml at 566.3 mcg/day) via an implanted pump. The patient¿s medical history included spastic paraparesis. The indication for pump use was familial spastic paraparesis and intractable spasticity. On (B)(6) 2018 the patient said he was normally sensitive to titrations. He stated he felt like he had sustained clonus in his legs and increased spasticity for a while now (event date asked, but unknown) and didn¿t seem to respond to increased doses like he used to. A dye study was attempted on (B)(6) 2018. The radiologist used two needles and could not aspirate the catheter. The patient¿s pump managing physician wanted to reduce the patient to 150-200 mcg/day prior to getting the catheter replaced. The procedure was planned, but not yet scheduled. The surgeon¿s office had been contacted to start the authorization with potential dates of (B)(6) 2018 or (B)(6) 2018. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The issue was not resolved at the time of the report. The patient status was reported as ¿alive ¿ no injury¿. No further complications have been reported as a result of this event.

Event description:
Additional information was received on (B)(6) 2018 from a healthcare professional (hcp) via a company representative who reported that the patient was overdosing at 100 mcg and the hcp could not reduce the dose because of the 2000 mcg/ml concentration. The patient was too loose and had nausea. The patient was coming in on (B)(6) 2018 to change all the drug in the system to 500 mcg/ml, so the dose could be lowered. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that reported the catheter was fractured requiring replacement. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue, but the patient did state he felt pain at the catheter incision site recently but did not remember trauma. The patient seen for dye study and exploration of catheter for decreased therapy effectiveness. The healthcare provider could not aspirate the catheter. On exploration, healthcare provider noted the old catheter was broken, and the distal segment remains in the intrathecal space as they were unable to remove. The healthcare provider implanted a new catheter to resume therapy. The issue was resolved at the time of the event and it was noted that the healthcare provider had no further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.